Manufacturer narrative:
H3: product analysis: evaluation determined that the device was overheating and the maximum temperature was measured to be 116.24f. The likely cause of failure is identified as corroded internal tube bearings. It was also noted that there was an abnormal noise during operation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: evaluation determined that the device was overheating and the maximum temprature was measured to be 116.24f. The likely cause of failure is identified as corrded internal tube bearings. B3: date of event notification:(B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that no specific malfunction reported in the event. No patient impact reported. Additional information regarding the patient impact was being followed up from the facility.